Manufacturer narrative:
A supplemental report is being submitted for investigation completion product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. This complaint is associated with a clinical adverse event. Review of vad's sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient developed a pseudoaneurysm at the site of the outflow graft and was suspected to have an infection of the ventricular assist device (vad) and outflow graft; candida was cultured in the pericardium. A bovine pericardial patch was placed on the aorta and the graft was anastomosed to the patch. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection and tissue erosion are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional product: outflow graft h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device investigation and a correction. B5 was corrected to indicate that the outflow graft remains in use and h10 was corrected to include the outflow graft as an additional product. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: unk / serial or lot#: unk UDI #: asku d9: no h4: mfg date: unk h5: no h6: patient ime code(s): e0513, e1906 h6: imf code(s): f19, f08, f22 h6: img code(s): g07001 h6: FDA device code(s): a24 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient developed a pseudoaneurysm at the site of the outflow graft, and was suspected to have an infection of the ventricular assist device (vad) and outflow graft; candida was cultured in the pericardium. A bovine pericardial patch was placed on the aorta and the graft was anastomosed to the patch. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection and tissue erosion are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pseudoaneurysm at the site of the ventricular assist device (vad) outflow graft. The patient was suspected to have an infection of the vad and outflow graft. Candida was cultured in the pericardium. The patient underwent surgery to open the chest and no obvious pus or signs of infection was noted in the chest. Patient had a repair of a pseudoaneurysm at the surgical site of the aorta and the outflow graft. The surgeon placed a bovine pericardial patch on the aorta and the graft was anastomosed to the patch. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported via journal literature that approximately six days after the vad implant, the patient required re-exploration for cardiac tamponade caused by a late hemopericardium and was discharged two weeks later. Three days later, the patient presented with fevers and purulent discharge from their sternal wound and subcostal chest tube exit sites; the vad also exhibited low flow alarms. After the patch was placed and the patient was weaned from cardiopulmonary bypass, cultures from the mediastinum subsequently grew enterococcus faecalis and candida albicans. He was treated with sulfamethoxazole/ trimethoprim and caspofungin. Twelve days later, the patient underwent successful explant of the vad and heart transplantation.

Manufacturer narrative:
A supplemental report is being submitted for additional information. This additional information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Referenced article: infected pseudoaneurysm of an outflow graft after left ventricular assist device insertion. Canadian journal of cardiology. 2024. 40: 1352-1354. Doi: 10.1016/j.cjca.2024.01.018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Product event summary: the ventricular assist device ventricular assist device (vad) (B)(6) and the associated outflow graft (unknown lot number) were not returned for evaluation. Review of (B)(6) and the associated outflow graft's sterility certificate confirmed that the associated devices met all requirements for release. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Visual evidence provided did not reveal any anomalies associated with the outflow graft. Log file analysis was not performed since log files were not available. As a result, the reported low flow event could not be confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, infection and tissue erosion are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.